Manufacturer narrative:
The onsite biomedical engineer at the hospital replaced the internal suction tubing which was reported to have corrected the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4). The onsite biomedical engineer at the hospital replaced the internal suction tubing which was reported to have corrected the issue.

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction. There was no report of patient involvement.